Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u357584 pta balloon dilatation catheter allegedly experienced material rupture, retraction problem, and detachment. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) female patient weighed (B)(6).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u357584 pta balloon dilatation catheter allegedly experienced material rupture, retraction problem, and detachment. This information was received from one source. This malfunction involved a patient with no consequences. The 72 year old female patient weighed 105 pounds.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The investigation is confirmed for the catheter detachment; however, the investigation is inconclusive for the reported balloon rupture and retraction problem. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4 h11: g1, h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.